Manufacturer narrative:
Zimvie complaint number (B)(4). The following fields have been updated: b4: date of this report. B5: describe event or problem. D4: additional device information. D9: device availability. G3: date received by manufacturer. G6: type of report. H1: type of reportable event. H2: follow up type. H3: device evaluated by manufacturer. H4: device manufacturer date. H6: adverse event problem. H10: additional narrative. It was reported that the patient came to the medical office with implant prosthesis completely loosen and reporting pain in the 1st quadrant. When removing the prosthesis, the implant on tooth location #12 came out from the bone and the tooth #14 implant was fractured. Implant on tooth location #14 was partially removed (2/3 of the implant also sent for investigation) and the apical part became ankylosed next to the wall of the maxillary sinus, doctor tried to remove it but without success. Therefore implant #12 failed due to peri-implantitis with pain and implant on tooth location #14 fractured. Zimvie received one (1) bost410, (3i t3® non-platform switched tapered implant 4 x 10mm) for evaluation. Visual evaluation of the as returned device identified the implant with signs of use. Fracture identified at the threads, towards the lower part of the implant. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. DHR review was completed for the subject lot number 2019010545. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 2019010545 for similar events and no other complaint was identified. Review completed utilizing keywords: ¿fracture implant¿ based on the investigation and risk management file review, the most likely root cause determined from the investigation is parafunctional habits/patient factors. Therefore, based on the available information, a device malfunction did occur. The reported event was confirmed with all the available information. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimvie complaint number cmp-30838-2023 the following fields have been updated: b4: date of this report. B5: describe event or problem. D1. Brand name. D4: additional device information. G3: date received by manufacturer. G6: type of report. H1: type of reportable event. H2: follow up type. H3: device evaluated by manufacturer. H6: adverse event problem. H10: additional narrative. Product name and reference was corrected.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimvie complaint number (B)(4). E1: reporter phone: (B)(6).

Event description:
It was reported that the patient came to medical office with implant prosthesis completely loosen and reporting pain in the 1st quadrant. When removing the prosthesis, the implant on tooth location 12 came out from the bone and the tooth 14 implant was fractured. Implant on tooth location 14 was partially removed (2/3 of the implant also sent for investigation) and the apical part became ankylosed next to the wall of the maxillary sinus, doctor tried to remove it but without success. Therefore implants failed due to peri-implantitis with pain and implant on tooth location 14 also fractured.